Manufacturer narrative:
No devices were returned for evaluation and no photographs of explanted devices were provided for review. Three radiographs were provided and were able to confirm the reported event as a fractured pedicle screw shank and fractured rod were seen in the images. Information on the patient's post-operative activity level or whether any trauma, such as a fall, had been sustained by the patient was not provided. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Based on the information obtained, the root cause of the fractured rod could not be determined conclusively; but may have been the result of patient activity. Labeling review: potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); loss of fixation; nonunion or delayed union." "Warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant."

Event description:
On (B)(6) 2023 a patient underwent a posterior spinal fixation with no issues indicated or reported. On an unknown date, the patient was found to have a fractured pedicle screw shank at the right l3 and a fractured rod around right l5/s/. On (B)(6) 2024 a revision procedure was conducted to remove the fractured screw and rod. No additional information has been obtained.